Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 12 atm's on the initial inflation. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A medkit introducer sheath (size unknown), a balance guidewire (size unknown) and a zuma2 fl4 guide catheter were also used in this case, but which inflation device was used is unknown. Patient status is reported as "good".